Event description:
It was reported that this was a arteriotomy closure of the right common femoral artery using a proglide device after a diagnostic procedure with a 6f sheath. Reportedly, the proglide device remained stuck in the patient anatomy after deployment. A vascular surgeon was called in to perform surgical intervention to remove the stuck device. The vascular surgeon noticed that the device had been stuck in the lingual ligament. Surgical intervention was performed to remove the device without incurring any vessel damage. Hemostasis was achieved via manual suturing. There was no adverse patient sequela. A clinically significant delay in the procedure was reported. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a specific issue. Based on the information provided, a definitive cause for the reported issue could not be determined. Factors that contribute to entrapment include, but not limited to, tissue or suture caught in foot, foot not fully parked, device edges catching artery wall. The treatment appears to be related to the circumstances of the procedure. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.